Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was in backup mode. Defibrillation therapy was disabled. The cause of reset was unable to be determined but the device was successfully restored back to normal. The patient was stable and asymptomatic.